Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: plaintiff had undergone essure confirmation test. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain"), menorrhagia ("prolonged menses/menorrhagia"), abdominal pain ("severe abdominal pain"), anxiety ("anxious"), depression ("depressed"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and insomnia ("other injury(ies) or complication please describe: trouble sleeping") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (total hysterectomy with removal of the essure/unilateral salpingectomy - left ovary removed). Essure was removed in (B)(6) 2011. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, menorrhagia, abdominal pain, anxiety, depression, hormone level abnormal, vaginal haemorrhage and insomnia outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, genital haemorrhage, hormone level abnormal, insomnia, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received with her demographic details were updated. Product indication updated. Following events were added: hormonal changes, abnormal bleeding (vaginal) and other injury(ies) or complication please describe: trouble sleeping. Event clubbed: prolonged menses/menorrhagia. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain"), menorrhagia ("prolonged menses"), abdominal pain ("severe abdominal pain"), anxiety ("anxious") and depression ("depressed"). The patient was treated with surgery (total hysterectomy with removal of the essure). Essure was removed in (B)(6) 2011. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, menorrhagia, abdominal pain, anxiety and depression outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, genital haemorrhage, menorrhagia and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.